Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter also stated that the patient's blood glucose (bg) was greater than 250mg/dl and less than 500mg/dl with no reported symptoms. The alleged bg excursion does not meet criteria for a serious adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.